Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the supra-pubic area for a drainage procedure on an unspecified date. Subsequently, the device broke at the hub and detached from the catheter. The catheter was replaced with another device to continue drainage. Although requested, the date of event could not be provided. As reported, the patient did not experience any other adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation of the device, as well as a repeat investigation of a similar affected device with the same failure mode was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be completed because the lot number is unknown. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of a similar product evaluation and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.